Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air entered the bd alaris¿ pump module smartsite¿ infusion burette set tubing at the distal end of the pump during use. The following information was provided by the initial reporter: "over the weekend we had a few instances with the replacement tubing for our usual becoming filled with air distal to the pump. In one case a nurse was using a syringe to pull through fluid at a port. In the other the tubing had been hanging since the night shift."